Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 78 mm diameter abdominal aortic aneurysm. It was reported that while deploying the bifurcated stent graft the physician noticed the c-arm had moved as the stent graft was being deployed. The physician then performed an angiogram and the stent graft was implanted lower then intended; approximately 5 mm below the lowest renal without endoleak present,. The physician implanted an endurant aortic cuff and the event was resolved. The physician stated the cause of the event was due to user error. No additional clinical sequelae were reported and the patient is fine.